Event description:
During an in clinic follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The physician suspected insulation damage to be the cause of the event. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of insulation damage was confirmed, however, the reported events of noise and oversensing were not confirmed. As received, a complete lead was returned in two pieces. A visual inspection of the lead revealed multiple external insulation abrasions distal to the suture sleeve tie impression breaching the optim sheath only. The silicone insulation in these regions were not damage. The cause of the reported event of insulation damage was due to the external insulation abrasion breaching the optim sheath only which is consistent with friction to another device or feature of the patient anatomy. Electrical testing and an x-ray examination did not reveal any indication of conductor fractures. Additionally, the test for hi-pot failed between the inner coil and ring electrode vectors due to procedural damage at the distal region of the lead. All other damages revealed during analysis were consistent with procedural damage.